Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62) and a benchmark bmx81 access system (bmx81). It was noted that the patient''s anatomy was tortuous. During the procedure, while removing the red62 after completing the first pass, the physician noticed under fluoroscopy that the red62 had started to unravel. Therefore, the physician pulled the bmx81 and red62 together from the patient. The procedure was completed at this point and thrombolysis in cerebral infarction (tici) 3 was achieved. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned red62 confirmed that the catheter was fractured and revealed inner coil winds unraveling. If the red62 is retracted against resistance, damage such as a fracture may occur. Further evaluation revealed additional kinks in the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder